Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that, during an ablation procedure to treat wolff-parkinson-white (wpw) using an intellamap orion high resolution mapping catheter, when the orion was removed from the non-boston scientific sheath, one of the splines was found to be fractured at the distal end. Per the physician, there was a possibility that the catheter was not properly collapsed before removal from the body. There was no entanglement noted. At that point they had finished the portion requiring the use of the orion they then completed the rest of procedure, however it was a failed ablation. There were no patient complications. The device is expected to be returned for analysis.